Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. On (B)(6) 2025, the r series delivered a shock while in manual mode. Device logs confirmed that the user manually selected the 30 joules, charged the device, and pressed the shock button, resulting in the delivery of 35.4 joules at a patient impedance of 74.5 ohms. The r series requires full operator control in manual mode and cannot deliver shocks autonomously. The device and accessories passed full functional testing with no faults or malfunctions. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 50-year-old male patient, the patient received an unintended delivery of energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.